Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. Pre-implant vessel and aneurysm morphology is unknown. The pt had a history of cardiac arrhythmia. Status post permanent pacemaker, post arytenoidectomy with temporary tracheostomy insertion, coronary artery disease, hypertension and hypercholesterolemia. It was reported that the aneurysm was enlarging. The cause for the aneurysm enlargement is unknown. The device was explanted in 2003. The explanted stent graft was discarded and will not be returned to medtronic. It was reported that 10 days after explanting procedure the pt returned to the hospital with an ileus. The pt is reported to be fine.